Manufacturer narrative:
Date of event was approximated based on report of (B)(6) 2019.

Event description:
It was reported that the burr became stuck in the lesion. A rotapro device was selected for an atherectomy procedure in a very calcified lesion. The physician felt the system was tactile sensitive. During ablation, the burr stalled. An attempt was made to remove the burr by rotating the burr again; however it failed. During standard speed, the burr was unable to rotate and stalled. The device was put into dynaglide mode and rotation was activated but it was so short, the burr was unable to be removed. The device was pulled very strongly. The burr and the rotawire were removed combined together. There were no patient complications and no additional intervention was needed. The patient is fine.